Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed a black screen. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station displayed a black screen. The issue was isolated to main drawer 5.2. Using a meter, it was verified that the drawer controller on 5.2 was defective. A field service engineer (fse) replaced the drawer controller. Since there were no lights on the module controller, the fse also replaced the module controller. The pyxibus cable, retractor band cable, and row board cable were inspected and repaired. Diagnostics were used to verify that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.